Manufacturer narrative:
Follow up information received on 09-nov-2016: quality-safety evaluation of product technical complaint (ptc). This adverse event report is related to a ptc and the bayer reference number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved ii the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced heavy menstrual bleeding / heavy bleeding. Plaintiff underwent an ablation in an effort to treat her heavy bleeding. The event is listed in the reference safety information for essure. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. Considering the temporal relationship and the lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident, since an intervention was required. Additionally, non serious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant'), pelvic pain ('increasingly severe pain/chronic pelvic pain/ pain / pain / pelvic pain (constant,severe)') and bleeding menstrual heavy ('heavy menstrual bleeding / heavy bleeding/heavy abnormal bleeding') in a 26-year-old female patient who had essure (batch no. 771093) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery in 2010 and gestational diabetes. Concurrent conditions included fever, difficulty breathing and paratubal cyst. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced migraine ("excessive migraine headaches/ migraine headaches"), dysmenorrhoea ("severe menstrual pain (cramping)"), vaginal discharge ("irregular vaginal discharge"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and eye disorder ("vision/ eye problems"), 7 days after insertion of essure. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced alopecia ("excessive hair loss/ hair loss"). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection (infection)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), bleeding menstrual heavy (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain / vaginal pain (constant severe)"), abnormal weight gain ("excessive weight gain"), tooth disorder ("excessive dental problems"), discomfort ("discomfort"), back pain ("chronic back pain/ severe back pain"), abdominal distension ("abdominal bloating"), abdominal pain lower ("severe cramping / severe lower abdominal pain"), vision blurred ("blurry vision") and menstruation prolonged ("abnormal menstrual bleeding, prolonged menses"). The patient was treated with surgery (ablation on (B)(6) 2013 and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage outcome was unknown, the bleeding menstrual heavy was resolving, the abdominal pain, vulvovaginal pain, alopecia, abnormal weight gain, migraine, tooth disorder, discomfort, back pain, abdominal distension, abdominal pain lower, vision blurred, dysmenorrhoea, menstruation prolonged, dyspareunia and vaginal discharge had resolved and the menorrhagia, vaginal haemorrhage, urinary tract infection and eye disorder had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, back pain, device breakage, discomfort, dysmenorrhoea, dyspareunia, eye disorder, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain, bleeding menstrual heavy and menstruation prolonged to be related to essure. The reporter commented: plaintiff never experienced any of aforementioned conditions prior to undergoing the essure procedure. Essure was successfully implanted, without complications. Beginning on or about (B)(6) 2010, plaintiff sought medical treatment regarding the aforementioned symptoms. In (B)(6) 2016, as a direct result of her essure implants, plaintiff underwent a bilateral salpingectomy, she was successful in removal of plaintiff essure devices. However, removing of the essure coils also required removal of plaintiff bilateral fallopian tubes. Because of the requirement to undergo a bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. There was some evidence of endometriosis along the left and right uterosacral ligament. There were no pelvic adhesions. Date(s) of insertion: (B)(6) 2010 (per mr discrepancy noted). Date(s) of removal: (B)(6) 2016 (per mr discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results: coils properly placed/ tubes bilaterally occluded. Diagnostic results: on (B)(6) 2016: pathological report: diagnosis: fallopian tubes and essure coils, bilateral salpingectomy: 2 unremarkable fallopian tubes, 4 fragments of coiled wire. Gross description: also in the container are 2 tan-pink additional portions of fallopian tube that are 0.6 x 0.6 x 0.2 cm and 0.8 x 0.6 x 0.6 cm. Lastly in the container are 4 gray metal, coiled wires that range from 2 x 0.2 x 0.2 cm to 9 x 0.1 x 0.1 cm. On (B)(6) 2013 diagnostic hysteroscopy balloon thermal endometrial ablation. Pre and post operative diagnosis: excessive menstruation. Findings: diagnostic hysteroscopy revealed a normal endometrium and both ostia were well visualized. Post ablation of the diagnostic hysteroscopy revealed no organ injury or perforation and the endometrium appeared to have been ablated completely. On (B)(6) 2013: patient here for evaluation of vaginal discharge after endometrial ablation. Impression: vaginosis. On (B)(6) 2015 urinary tract infection: yes (she was being treated now). On (B)(6) 2016: patient complains of bilateral low abdominal pain and low back pain. Pt has taken 3 positive home pregnancy test. She has been having lower abdominal pelvic pain for many years. It reminds her of menstrual cramps. Takes tylenol for the discomfort. No associated symptoms. No bleeding since her endometrial ablation in 2011. Has not had a pap smear for many years. She has pain with intercourse on most occasions. Assessment: pelvic pain in female. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic pain, urinary tract infection, vaginal discharge, abdominal pain lower, back pain, menorrhagia lot number: 771093 manufacturing date: 2010-08 expiration date: 2013-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-may-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant'), pelvic pain ('increasingly severe pain/chronic pelvic pain/ pain / pain / pelvic pain (constant,severe)') and bleeding menstrual heavy ('heavy menstrual bleeding / heavy bleeding/heavy abnormal bleeding') in a 26-year-old female patient who had essure (batch no. 771093) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery in 2010 and gestational diabetes. Concurrent conditions included fever, difficulty breathing and paratubal cyst. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced migraine ("excessive migraine headaches/ migraine headaches"), dysmenorrhoea ("severe menstrual pain (cramping)"), vaginal discharge ("irregular vaginal discharge"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and eye disorder ("vision/ eye problems"), 7 days after insertion of essure. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced alopecia ("excessive hair loss/ hair loss"). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection (infection)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), bleeding menstrual heavy (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain / vaginal pain (constant severe)"), abnormal weight gain ("excessive weight gain"), tooth disorder ("excessive dental problems"), discomfort ("discomfort"), back pain ("chronic back pain/ severe back pain"), abdominal distension ("abdominal bloating"), abdominal pain lower ("severe cramping / severe lower abdominal pain"), vision blurred ("blurry vision") and menstruation prolonged ("abnormal menstrual bleeding, prolonged menses"). The patient was treated with surgery (ablation on (B)(6) 2013 and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage outcome was unknown, the bleeding menstrual heavy was resolving, the abdominal pain, vulvovaginal pain, alopecia, abnormal weight gain, migraine, tooth disorder, discomfort, back pain, abdominal distension, abdominal pain lower, vision blurred, dysmenorrhoea, menstruation prolonged, dyspareunia and vaginal discharge had resolved and the menorrhagia, vaginal haemorrhage, urinary tract infection and eye disorder had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, back pain, device breakage, discomfort, dysmenorrhoea, dyspareunia, eye disorder, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain, bleeding menstrual heavy and menstruation prolonged to be related to essure. The reporter commented: plaintiff never experienced any of aforementioned conditions prior to undergoing the essure procedure. Essure was successfully implanted, without complications. Beginning on or about (B)(6) 2010, plaintiff sought medical treatment regarding the aforementioned symptoms. In (B)(6) 2016, as a direct result of her essure implants, plaintiff underwent a bilateral salpingectomy, she was successful in removal of plaintiff essure devices. However, removing of the essure coils also required removal of plaintiff bilateral fallopian tubes. Because of the requirement to undergo a bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. There was some evidence of endometriosis along the left and right uterosacral ligament. There were no pelvic adhesions. Date(s) of insertion: (B)(6) 2010 (per mr discrepancy noted). Date(s) of removal: (B)(6) 2016 (per mr discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results: coils properly placed/ tubes bilaterally occluded. Diagnostic results: on (B)(6) 2016: pathological report: diagnosis: fallopian tubes and essure coils, bilateral salpingectomy: 2 unremarkable fallopian tubes, 4 fragments of coiled wire. Gross description: also in the container are 2 tan-pink additional portions of fallopian tube that are 0.6 x 0.6 x 0.2 cm and 0.8 x 0.6 x 0.6 cm. Lastly in the container are 4 gray metal, coiled wires that range from 2 x 0.2 x 0.2 cm to 9 x 0.1 x 0.1 cm. On (B)(6) 2013 diagnostic hysteroscopy balloon thermal endometrial ablation. Pre and post operative diagnosis: excessive menstruation. Findings: diagnostic hysteroscopy revealed a normal endometrium and both ostia were well visualized. Post ablation of the diagnostic hysteroscopy revealed no organ injury or perforation and the endometrium appeared to have been ablated completely. On (B)(6) 2013: patient here for evaluation of vaginal discharge after endometrial ablation. Impression: vaginosis. On (B)(6) 2015 urinary tract infection: yes (she was being treated now). On (B)(6) 2016: patient complains of bilateral low abdominal pain and low back pain. Pt has taken 3 positive home pregnancy test. She has been having lower abdominal pelvic pain for many years. It reminds her of menstrual cramps. Takes tylenol for the discomfort. No associated symptoms. No bleeding since her endometrial ablation in 2011. Has not had a pap smear for many years. She has pain with intercourse on most occasions. Assessment: pelvic pain in female. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic pain, urinary tract infection, vaginal discharge, abdominal pain lower, back pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: pfs received. Reporter information added and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant") and the first episode of menorrhagia ("heavy menstrual bleeding / heavy bleeding/heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, the first episode of menorrhagia (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), alopecia ("excessive hair loss/ hair loss"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches/ migraine headaches"), tooth disorder ("excessive dental problems"), abdominal pain ("abdominal pain"), discomfort ("discomfort"), back pain ("chronic back pain/ severe back pain"), abdominal distension ("abdominal bloating"), abdominal pain lower ("severe cramping"), vision blurred ("blurry vision"), dysmenorrhoea ("severe menstrual pain"), the second episode of menorrhagia ("abnormal menstrual bleeding, prolonged menses"), dyspareunia ("painful intercourse") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (surgery to remove the essure implant, bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage outcome was unknown and the vulvovaginal pain, alopecia, abnormal weight gain, migraine, tooth disorder, abdominal pain, discomfort, back pain, abdominal distension, abdominal pain lower, vision blurred, dysmenorrhoea, the last episode of menorrhagia, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, back pain, device breakage, discomfort, dysmenorrhoea, dyspareunia, migraine, tooth disorder, vaginal discharge, vision blurred, vulvovaginal pain, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: plaintiff never experienced any of aforementioned conditions prior to undergoing the essure procedure. Essure was successfully implanted, without complications. Beginning on or about (B)(6) 2010, plaintiff sought medical treatment regarding the aforementioned symptoms. In (B)(6) 2016, as a direct result of her essure implants, plaintiff underwent a bilateral salpingectomy, she was successful in removal of plaintiff essure devices. However, removing of the essure coils also required removal of plaintiff bilateral fallopian tubes. Plaintiff was forced to undergo this major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over tubal ligation. Because of the requirement to undergo a bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: coils properly placed/ tubes bilaterally occluded. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved ii the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 16-nov-2017: reporter information updated, lawyers added. Essure stop date updated from 16-jun-2016 to (B)(6) 2016. Event fracturing of the implant was added, event increasingly severe pain/chronic pelvic pain/ pain was updated as symptoms of fracturing of the implant. Events blurry vision, severe menstrual pain, abnormal menstrual bleeding, prolonged menses, painful intercourse, irregular vaginal discharge were also added, events severe back pain, migraine headaches, hair loss were clubbed with previously reported events. Outcome of all events was updated as resolved. (Processed with follow up number 4) on 16-nov-2017: processed with follow up number 3. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Supplement 3 was submitted out of sequence in error.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy menstrual bleeding / heavy bleeding/heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches"), tooth disorder ("excessive dental problems"), abdominal pain ("abdominal pain"), discomfort ("discomfort"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), pelvic pain ("increasingly severe pain/chronic pelvic pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, vulvovaginal pain, alopecia, abnormal weight gain, migraine, tooth disorder, abdominal pain, discomfort, back pain, abdominal distension, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, back pain, discomfort, menorrhagia, migraine, pelvic pain, tooth disorder and vulvovaginal pain to be related to essure. The reporter commented: plaintiff never experienced any of aforementioned conditions prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved ii the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 25-aug-2017: reporter was added. Event heavy menstrual bleeding / heavy bleeding/abnormal bleeding was amended, event: vaginal pain, severe cramping were added. Event outcome were unknown. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("fracturing of the implant"), pelvic pain ("increasingly severe pain/chronic pelvic pain/pain/pain/pelvic pain (constant,severe)") and bleeding menstrual heavy ("heavy menstrual bleeding/heavy bleeding/heavy abnormal bleeding") in a 26 year-old female patient who had essure inserted (lot no. 771093) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pelvic pain on (B)(6) 2016, vaginal delivery in 2010 and endometriosis, overweight, endometrial ablation and gestational diabetes. Concurrent conditions were listed as paratubal cyst, difficulty breathing and fever. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 61 days after essure insertion, she experienced migraine ("excessive migraine headaches/migraine headaches"), dysmenorrhoea ("severe menstrual pain (cramping)"), vaginal discharge ("irregular vaginal discharge"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and eye disorder ("vision/eye problems"). On (B)(6) 2011, she experienced pelvic pain (seriousness criteria medically important and intervention required). On (B)(6) 2011, she experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, she experienced alopecia ("excessive hair loss/hair loss"). On (B)(6) 2015, she experienced urinary tract infection ("urinary tract infection (infection)"). Essure was removed on (B)(6) 2016. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required), bleeding menstrual heavy (seriousness criteria medically important and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain/vaginal pain (constant severe)"), abnormal weight gain ("excessive weight gain"), tooth disorder ("excessive dental problems"), discomfort ("discomfort"), back pain ("chronic back pain/ severe back pain"), abdominal distension ("abdominal bloating"), abdominal pain lower ("severe cramping/severe lower abdominal pain"), vision blurred ("blurry vision") and menstruation prolonged ("abnormal menstrual bleeding, prolonged menses"). The patient was treated with surgery (bilateral salpingectomy, and removal of essure coil., bilateral salpingectomy and ablation on (B)(6) 2013). At the time of the report, the bleeding menstrual heavy was resolving, the abdominal pain, vulvovaginal pain, alopecia, abnormal weight gain, migraine, tooth disorder, discomfort, back pain, abdominal distension, abdominal pain lower, vision blurred, dysmenorrhoea, menstruation prolonged, dyspareunia and vaginal discharge had resolved and the menorrhagia, vaginal haemorrhage, urinary tract infection and eye disorder had not resolved. The outcome of device breakage was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, back pain, device breakage, discomfort, dysmenorrhoea, dyspareunia, eye disorder, menorrhagia, bleeding menstrual heavy, menstruation prolonged, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and vulvovaginal pain to be related to essure administration. The reporter commented: plaintiff never experienced any of aforementioned conditions prior to undergoing the essure procedure. Essure was successfully implanted, without complications. Beginning on or about (B)(6) 2010, plaintiff sought medical treatment regarding the aforementioned symptoms. In (B)(6) 2016, as a direct result of her essure implants, plaintiff underwent a bilateral salpingectomy, she was successful in removal of plaintiff essure devices. However, removing of the essure coils also required removal of plaintiff bilateral fallopian tubes. Because of the requirement to undergo a bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. There was some evidence of endometriosis along the left and right uterosacral ligament. There were no pelvic adhesions. Date(s) of insertion: (B)(6) 2010 (per mr discrepancy noted). Date(s) of removal: (B)(6) 2016 (per mr discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.578 kg/sqm. [Hysterosalpingogram] in (B)(6) 2011: results: coils properly placed/ tubes bilaterally occluded. [Pathology test] on (B)(6) 2016: final pathologic diagnosis. Fallopian tubes and essure coils, bilateral salpingectomy: 2 unremarkable fallopian tubes. 4 fragments of coiled wire. Gross description: also in the container are tan-pink additional portions of fallopian tube that are 0.6 x 0.6 x 0.2 cm and 0.8 x 0.6 x 0.6 cm. Lastly in the container are gray metal, coiled wires that range from 0.2 0.2 cm to 9x 0.1 0.1 cm. Representative sections are submitted in cassettes. On (B)(6) 2016: pathological report: diagnosis: fallopian tubes and essure coils, bilateral salpingectomy: 2 unremarkable fallopian tubes, 4 fragments of coiled wire. Gross description: also in the container are 2 tan-pink additional portions of fallopian tube that are 0.6 x 0.6 x 0.2 cm and 0.8 x 0.6 x 0.6 cm. Lastly in the container are 4 gray metal, coiled wires that range from 2 x 0.2 x 0.2 cm to 9 x 0.1 x 0.1 cm. On (B)(6) 2013, diagnostic hysteroscopy balloon thermal endometrial ablation. Pre and post operative diagnosis: excessive menstruation. Findings: diagnostic hysteroscopy revealed a normal endometrium and both ostia were well visualized. Post ablation of the diagnostic hysteroscopy revealed no organ injury or perforation and the endometrium appeared to have been ablated completely. On (B)(6) 2013: patient here for evaluation of vaginal discharge after endometrial ablation. Impression: vaginosis. On (B)(6) 2015: urinary tract infection: yes (she was being treated now). On (B)(6) 2016: patient complains of bilateral low abdominal pain and low back pain. Pt has taken 3 positive home pregnancy test. She has been having lower abdominal pelvic pain for many years. It reminds her of menstrual cramps. Takes tylenol for the discomfort. No associated symptoms. No bleeding since her endometrial ablation in 2011. Has not had a pap smear for many years. She has pain with intercourse on most occasions. Assessment: pelvic pain in female. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic pain, urinary tract infection, vaginal discharge, abdominal pain lower, back pain, menorrhagia. Lot number: 771093. Manufacturing date: 2010-08. Expiration date: 2013-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: reporter and patient information, medical history, lab data, non drug treatment added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), the first episode of menorrhagia ("heavy menstrual bleeding / heavy bleeding/heavy abnormal bleeding") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (batch no. 771093) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fever and difficulty breathing. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, the first episode of menorrhagia (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain / vaginal pain (constant severe) "), alopecia ("excessive hair loss/ hair loss"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches/ migraine headaches"), tooth disorder ("excessive dental problems"), abdominal pain ("abdominal pain"), discomfort ("discomfort"), back pain ("chronic back pain/ severe back pain"), abdominal distension ("abdominal bloating"), abdominal pain lower ("severe cramping"), vision blurred ("blurry vision"), dysmenorrhoea ("severe menstrual pain"), the second episode of menorrhagia ("abnormal menstrual bleeding, prolonged menses"), dyspareunia ("painful intercourse"), vaginal discharge ("irregular vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) "). The patient was treated with surgery (bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage outcome was unknown, the genital haemorrhage and vaginal haemorrhage had not resolved and the vulvovaginal pain, alopecia, abnormal weight gain, migraine, tooth disorder, abdominal pain, discomfort, back pain, abdominal distension, abdominal pain lower, vision blurred, dysmenorrhoea, the last episode of menorrhagia, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, back pain, device breakage, discomfort, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, tooth disorder, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: plaintiff never experienced any of aforementioned conditions prior to undergoing the essure procedure. Essure was successfully implanted, without complications. Beginning on or about (B)(6) 2010, plaintiff sought medical treatment regarding the aforementioned symptoms. In (B)(6) 2016, as a direct result of her essure implants, plaintiff underwent a bilateral salpingectomy, she was successful in removal of plaintiff essure devices. However, removing of the essure coils also required removal of plaintiff bilateral fallopian tubes. Because of the requirement to undergo a bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. There was some evidence of endometriosis along the left and right uterosacral ligament. There were no pelvic adhesions. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: coils properly placed/ tubes bilaterally occluded on (B)(6) 2016: pathological report: diagnosis: fallopian tubes and essure coils, bilateral salpingectomy: 2 unremarkable fallopian tubes, 4 fragments of coiled wire. Gross description: also in the container are 2 tan-pink additional portions of fallopian tube that are 0.6 x 0.6 x 0.2 cm and 0.8 x 0.6 x 0.6 cm. Lastly in the container are 4 gray metal, coiled wires that range from 2 x 0.2 x 0.2 cm to 9 x 0.1 x 0.1 cm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic pain. Most recent follow-up information incorporated above includes: on 19-feb-2018: plaintiff fact sheet & medical record received. Events genital bleeding & vaginal bleeding are added. Lot number received. Lab data updated. Concomitant condition added. Product , patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 24-sep-2016 which refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 for permanent sterilization. Shortly after undergoing the essure procedure, hsg test was performed and her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, excessive hair loss, excessive weight gain, excessive migraine headaches, and excessive dental problems. She never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physician, but was unable to resolve her symptoms. In (B)(6) 2011, she underwent an ablation procedure in an effort to treat her heavy bleeding. She is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced heavy menstrual bleeding / heavy bleeding. Plaintiff underwent an ablation in an effort to treat her heavy bleeding. The event is listed in the reference safety information for essure. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. Considering the temporal relationship and the lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident, since an intervention was required. Additionally, non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/chronic pelvic pain/ pain / pain / pelvic pain (constant,severe)"), abdominal pain ("abdominal pain"), device breakage ("fracturing of the implant") and the second episode of menorrhagia ("heavy menstrual bleeding / heavy bleeding/heavy abnormal bleeding") in a 26-year-old female patient who had essure (batch no. 771093) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal delivery in 2010 and gestational diabetes. Concurrent conditions included fever and difficulty breathing. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 7 days after insertion of essure, the patient experienced migraine ("excessive migraine headaches/ migraine headaches"), dysmenorrhoea ("severe menstrual pain (cramping)"), vaginal discharge ("irregular vaginal discharge"), the first episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and eye disorder ("vision/ eye problems"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced alopecia ("excessive hair loss/ hair loss"). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection (infection)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), the second episode of menorrhagia (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain / vaginal pain (constant severe)"), abnormal weight gain ("excessive weight gain"), tooth disorder ("excessive dental problems"), discomfort ("discomfort"), back pain ("chronic back pain/ severe back pain"), abdominal distension ("abdominal bloating"), abdominal pain lower ("severe cramping / severe lower abdominal pain"), vision blurred ("blurry vision") and the third episode of menorrhagia ("abnormal menstrual bleeding, prolonged menses"). The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy), surgery (bilateral salpingectomy) and surgery (ablation on (B)(6) 2013). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, vulvovaginal pain, alopecia, abnormal weight gain, migraine, tooth disorder, discomfort, back pain, abdominal distension, abdominal pain lower, vision blurred, dysmenorrhoea, the last episode of menorrhagia, dyspareunia and vaginal discharge had resolved, the device breakage outcome was unknown and the vaginal haemorrhage, urinary tract infection and eye disorder had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, back pain, device breakage, discomfort, dysmenorrhoea, dyspareunia, eye disorder, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain, the first episode of menorrhagia, the second episode of menorrhagia and the third episode of menorrhagia to be related to essure. The reporter commented: plaintiff never experienced any of aforementioned conditions prior to undergoing the essure procedure. Essure was successfully implanted, without complications. Beginning on or about dec-2010, plaintiff sought medical treatment regarding the aforementioned symptoms. In sep-2016, as a direct result of her essure implants, plaintiff underwent a bilateral salpingectomy, she was successful in removal of plaintiff essure devices. However, removing of the essure coils also required removal of plaintiff bilateral fallopian tubes. Because of the requirement to undergo a bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. There was some evidence of endometriosis along the left and right uterosacral ligament. There were no pelvic adhesions. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in february 2011: coils properly placed/ tubes bilaterally occluded on (B)(6) 2016: pathological report: diagnosis: fallopian tubes and essure coils, bilateral salpingectomy: 2 unremarkable fallopian tubes, 4 fragments of coiled wire. Gross description: also in the container are 2 tan-pink additional portions of fallopian tube that are 0.6 x 0.6 x 0.2 cm and 0.8 x 0.6 x 0.6 cm. Lastly in the container are 4 gray metal, coiled wires that range from 2 x 0.2 x 0.2 cm to 9 x 0.1 x 0.1 cm. On (B)(6) 2013 diagnostic hysteroscopy balloon thermal endometrial ablation. Pre and post operative diagnosis: excessive menstruation. Findings: diagnostic hysteroscopy revealed a normal endometrium and both ostia were well visualized. Post ablation of the diagnostic hysteroscopy revealed no organ injury or perforation and the endometrium appeared to have been ablated completely. On (B)(6) 2013: patient here for evaluation of vaginal discharge after endometrial ablation. Impression: vaginosis. On (B)(6) 2015 urinary tract infection: yes (she was being treated now). On (B)(6) 2016: patient complains of bilateral low abdominal pain and low back pain. Pt has taken 3 positive home pregnancy test. She has been having lower abdominal pelvic pain for many years. It reminds her of menstrual cramps. Takes tylenol for the discomfort. No associated symptoms. No bleeding since her endometrial ablation in 2011. Has not had a pap smear for many years. She has pain with intercourse on most occasions. Assessment: pelvic pain in female. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic pain, urinary tract infection, vaginal discharge, abdominal pain lower, back pain, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records information received. Plaintiff also experienced urinary tract infection and vision/eye problems. The onset date of adverse events were updated. Prolonged menses and heavy menstrual bleeding subsided after essure removal. Severe lower abdominal pain, severe back pain, and painful intercourse resolved after removal of essure device. Irregular vaginal discharge resolved about a week after essure removal. According to plaintiff she discontinued essure use due to increasing pelvic/abdominal pain. Medical records reported recent vaginal delivery on (B)(6) 2010 and questionable gestational diabetes. Information of diagnostic hysteroscopy balloon thermal endometrial ablation provided. On (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.